Event description:
It was reported that the pump touchscreen turned off when the customer started a sensor session. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump to resolve the issue.